Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision triathlon size 3 cemented baseplate due to loosening. Revised to triathlon universal baseplate with stem.